Event description:
Patient reports many symptoms attributed to her breast implants: hair loss, auto-immune disorders (unspecified), weight gain, gastrointestinal issues, mass on left breast, painful breasts, fatigue, neck/back pain, recurring uti/yeast infections. Right side device.